Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is in reference to maude report mw507834.

Event description:
It was reported by the patient that they underwent an unknown procedure on (B)(6) 2015 and mesh was implanted. Following the procedure, the patient reported lots of attempts at getting rid of pain which is everywhere, including back and hernia area. The patient reported they think the mesh caused an internal infection and maybe caused arthritis that the patient did not have before. The patient reported the arthritis has basically disabled the patient. No additional information was provided.